Event description:
It was reported that the patient had an MRI scan of her knee and she was concerned that tissue damage may have occurred from the scan because since then she's had more pain in the buttocks. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) at medical facility. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient may have had MRI without turning therapy off and asked if that could do anything to the device or cause pain. Patient reports she was having lower back pain in between the buttocks area but she does not think it¿s from the neurostimulator implant. She was not blaming the implant for her pain. Patient reports will be meeting with representative to check device.